Event description:
During a lung resection procedure, after firing the device, the surgeon found there were no staples. Another device was used to finish the procedure. There was no patient consequence.